Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) and pyloric dilatation procedure performed on a (B)(6) female patient on (B)(6) 2010 (patient weight is unknown). According to the complainant, during the procedure, the physician felt resistance when attempting to advance the catheter down the working channel of the endoscope (olympus, unknown model). The balloon was removed from the endoscope, and it was found that the black exit marker was "crinkled". The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) and pyloric dilatation procedure performed on a (B)(6) female patient on (B)(6) 2010 (patient weight is unknown). According to the complainant, during the procedure, the physician felt resistance when attempting to advance the catheter down the working channel of the endoscope ((B)(4), unknown model). The balloon was removed from the endoscope, and it was found that the black exit marker was "crinkled". The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed two kinks in the catheter of the device. In addition, the black exit marker was found to be bunched. Functional testing was attempted; however, the device could not pass through the 2.8mm endoscope due to kinks in the catheter. Based on the condition of the returned device, the complaint that the black exit marker was "crinkled" was confirmed. The most probable root cause for this complaint is operational context; this failure occurs when procedural factors encountered limit the performance of the device.

Manufacturer narrative:
Patient weight is unknown. (B)(4) relates to (B)(4) for the reported event of exit marker bunched. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.